Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2016-product analysis: the device was returned and evaluated by product analysis on 01/27/2016 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up, down, and ok keypad buttons were unresponsive. There was no evidence of keypad contamination found under the key contacts. Moisture was observed under the display and near the bolus button. Unrelated to the complaint, a battery compartment crack, a pump case crack, and a display lens crack were observed; leak testing revealed leaks at these locations.